Manufacturer narrative:
It was reported that hair was noted within the syringe. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A photo was provided for review and the reported problem/issue was confirmed, however, it is difficult to confirm whether or not the hair was already inside of the syringe barrel upon receiving the unopened product, or if it occurred while the sample was in use. No physical sample was returned for evaluation. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that hair was noted within the syringe.